Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-sep-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp), manufacturer representative (rep), and a business partner regarding a patient who was receiving prialt at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was hospitalized with a pocket site infection and meningitis. The meningitis was most likely to be related to the pump/pocket site infection. The pump was initially turned down to minimum rate to prolong the refill date as it was unknown how long the patient was to be admitted. The pump was then explanted. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.